Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer, due to one part of the hub being broken, the tire is slipping and the wheel lock is not working. Because of this, the cable can not adjust.